Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on the november 28 with the blood glucose level up to 52mg/dl. The customer was treated with d-50. The customer did not mention any symptom related to low blood glucose level. The insulin pump will not be returned for analysis.